Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-03515. It was reported the patient suffered a fall the day after the implant of the scs system. Subsequently the patient experienced cramping in the stomach. Fluoroscopy revealed the left lead had migrated. On (B)(6) 2016, the patient underwent surgery where the physician attempted several times to reposition the left lead, but was unsuccessful; therefore the lead was explanted. A new lead was used, but therapy was not satisfactory. The lead was removed. The patient is satisfied with the right side stimulation. No further action is planned.